Event description:
It was reported that the patient states the inflatable penile prosthesis (ipp) device lays down, it does not stand straight up. The patient has not attempted intercourse with the implant yet. Patient states the physician said he may need some other procedure. The patient is continuing conversations with the physician.